Event description:
During the placement of an optease filter with femoral access, during the insertion of the tube custody (with arrow revolted in femoral way), the filter was inserted on the contrary: the hook for the recovery was not placed in caudal (how planned) but facing up (cranial position). When the filter is placed with the hook facing up, it can be removed only with jugular access: the surgeons decided to keep the filter and ensure strict supervision of the patient. The physician followed the arrows for the femoral implantation. The device deployed in its intended location. No intervention was performed. There was no patient injury reported. There were no peri/post procedural complications. Follow up CT scan was performed after the surgery, before the discharge of the patient. Prophylactic anticoagulation after the filter endothelialization (1 month after the implant) will be indicated. The cartridge is not available for return. The patient had a dvt undergoing orthopedic surgery. The vena cava was 24mm straight. The size was measured prior to implant of the optease filter. There was no thrombus at the delivery site. The interventional radiologist who positioned the ivc filter will give the indication for anticoagulation therapy. It was stated that the physician using the device is an ¿expert¿ and implants 10/15 optease per year (more than 50 in 5 years). The device and cartridge will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during the placement of an optease filter via femoral access, the filter was deployed upside down. There was no injury to the patient reported. ¿during the insertion of the tube custody (with arrow revolted in femoral way), the filter was inserted on the contrary: the hook for the recovery was not placed in caudal (how planned) but facing up (cranial position).¿ the device was deployed in its intended location. There were no peri/post procedural complications. The surgeons decided to keep the filter implanted and ensure strict supervision of the patient by performing CT scan after the procedure and before the discharge of the patient. The reporter indicated that ¿prophylactic anticoagulation after the filter endothelialization (1 month after the implant) will be indicated.¿ the cartridge is not available for return. The indication for filter implantation was dvt in patient undergoing orthopedic surgery. The vena cava was 24mm straight. The size was measured prior to implant of the optease filter. There was no thrombus at the delivery site. It was stated that the physician using the device is an ¿expert¿ and implants (B)(6) optease per year (more than 50 in 5 years). The device and cartridge will not be returned for analysis. Films were requested but not available for review; however, 13 angiographic pictures were received showing the tip of the sheath, a wire and the implanted filter with the hook pointing cranially. The device was not returned for analysis as it remains implanted. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU instructs the following: ¿prior to releasing the optease retrievable filter from the sheath introducer ensure that: a. The intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and b. The filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter.¿ the filter must be deployed in the patient with the hook oriented in the caudal position. In this orientation the fixation barbs are designed to prevent the filter from migrating towards the heart and it allows retrieval of the filter via the femoral vein. Retrieval of the optease filter is possible only from femoral vein approach. Implant of the optease filter with the hook oriented in the cranial direction can result in life threatening or serious injury including, but not limited to dissection, vessel perforation, migration of the filter with secondary damage to cardiac structures, ineffective pulmonary embolism prevention or death. The pictures received confirmed the filter was implanted upside down. However, without the storage tube available for analysis, it is not possible to determine if the reported failure could be related to the manufacturing process. Incorrect filter deployment orientation has been previously investigated and corrective and preventive actions have been implemented. No other actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Review of lot 15989030 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Procedural photographs were provided by the affiliate. Additional information is pending and will be submitted within 30 days upon receipt.